Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited a system impedance of 205 ohms. Device data showed an increasing impedance trend since implant. The patient reported having gained weight since implant, and x-rays showed the subcutaneous implantable cardioverter defibrillator (s-ICD) device in a suboptimal position, in a subcutaneous pocket, with a lot of adipose tissue between the device and the rib cage. Although it was suggested to revise the pocket, the doctor prefers to explant the entire system and implant a transvenous system. No adverse patient effects were reported. Additional information received indicates the physician changed their mind and decided to revise the pocket. The revision was successfully performed, and this s-ICD system remains in service. Besides intervention, no other adverse patient effects were reported.

Event description:
It was reported that this electrode exhibited a system impedance of 205 ohms. Device data showed an increasing impedance trend since implant. The patient reported having gained weight since implant, and x-rays showed the subcutaneous implantable cardioverter defibrillator (s-ICD) device in a suboptimal position, in a subcutaneous pocket, with a lot of adipose tissue between the device and the rib cage. Although it was suggested to revise the pocket, the doctor prefers to explant the entire system and implant a transvenous system. No adverse patient effects were reported.